Event description:
Patient reported infusion set cannula was bent which led to high blood glucose and pump is used for treatment on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Slovakia.Name: (b)(6).Country: United States of America.Street: (b)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.